Event description:
It was reported that when the asymptomatic patient presented in the operating room for normal eri generator changeout, externalized conductors were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.